Manufacturer narrative:
D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd affirm¿ vpiii microbial identification test, a patient previously tested positive for gardnerella vaginalis, treated, and continued to test positive post treatment. The provider questioned the length of time the patient continued to test positive, and suspected the result was erroneous. No patient impact was reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos for investigation into customer claim of affirm gardnerella vaginalis (gv) false positives. Additionally, incident lot # was unable to be determined, so review of device history record and retention testing could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint was unable to be confirmed for affirm gv false positives. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd affirm¿ vpiii microbial identification test, a patient previously tested positive for gardnerella vaginalis, treated, and continued to test positive post treatment. The provider questioned the length of time the patient continued to test positive, and suspected the result was erroneous. No patient impact was reported. Report 4 of 5